Event description:
Fire caused by use of vital signs inc blood warmer. Model - enflow model 121. Sn (B)(4). Event reported to MFR on feb 27. On feb 24, staff of urology procedure room in (B)(6) medical ctr reported an electrical fire in procedure room. The blood warmer was attached to the bottom of an mobile IV pole via the clamp located on back of unit. During the procedure, the IV solution bag was hung at the top of the IV pole - standard procedure. Some of the solution leaked out of the bag and onto the warmer. The solution then traveled from the case into the warmer's power outlet, causing an electrical spark and initiating a fire. The damage consisted of melting the warmer's power cord, power outlet and the warmer's exterior case. There was no pt or staff in the room at that time. No other damage reported to adjacent equipment. Fire dept was able to put fire out.